Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency department with ventricular tachycardia. The implantable cardioverter defibrillator (ICD) had delivered shocks while the patient was being observed. It is unknown if the shocks converted the rhythm. The issue was resolved with medication adjustments. The patient was discharged.